Event description:
The service repair technician reported that during routine testing of the device at the service center, the unit experienced an arterial blood parameter monitor (bpm) high potential failure. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service repair technician (srt). The power supply was replaced during servicing. The unit operated to manufacturer specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.